Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately to heavily calcified common femoral artery with approximately 30cm of stenosis. A command 14 es guide wire was advanced but failed to cross the lesion due to heavy calcification. The guide wire was then removed from the patient anatomy, and the tip coating was observed to be peeling. No part of the peeled coating remained in the patient and therefore no intervention was required to remove the coating. Another ht command 14 es guide wire was used to successfully complete the procedure. There was no patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported peeling was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced interaction with the heavily calcified anatomy resulted in reported failure to advance. Manipulation of the device and/or interaction with the anatomy/other devices resulted in the reported/noted coating damages (peeled, wrinkled, detached). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.